Event description:
This case was reported by a consumer and described the occurrence of asthmatic attack in a (B)(6) male pt who received super poligrip original denture adhesive cream (formulation (B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. Concurrent medical conditions included hypersensitivity to mint. On an unk date, the pt began using super poligrip original. An unk time later, the pt experienced "a terrible asthma attack and coughing attack." He stated that he was "highly allergic" to the product. This case was assessed as medically serious by gsk. The pt stopped using super poligrip original. At the time of reporting, the events were resolved. Manufacturer's comment: the manufacturer's report number for this case is 9681138-2009-00116. Super poligrip original is manufactured in (B)(4), and the product was not available. (B)(4).